Event description:
The lay user/patient contacted lifescan (lfs) in 2005 alleging low readings. The medical affairs specialist (mas) spoke to the patient on the next day and obtained/verified the following information: for the past month the patient had been obtaining low readings on her surestep meter. Sometime in august 2005 (date unknown) the patient felt dizzy and tested her blood glucose and received a 41 mg/dl, 32 mg/dl, 54 mg/dl and 58 mg/dl. She took her oral medication (metformin 2 pills) after attempting to use the meter and contacted emergency services. Paramedics arrived within 10-15 minutes later and tested the patient on their meter and received a 399 mg/dl. The patient was taken to the hosptial where she was treated with insulin. She does not recall the reading in the ER. She was kept in the hospital overnight and was discharged the following morning. She does not recall the reading prior to leaving the hospital and her oral medications were not changed. The readings prior to the past month had been in the mid 200- 300 range. The test strips were opened a month ago and were in good condition. The patient had the meter miscoded. Meter was set to code 9 and the test strips were code 8. Having the meter miscoded can lead to false blood glucose readings. The technique of applying blood on the test strip was correct and the patient had been cleaning the meter properly. Customer care agent (cca) sent the patient a replacement meter. The complaint is being reported as an adverse event, since there was use error involved (miscoded meter). The patient would have sought medical attention sooner had she had known readings were high.